Event description:
The user facility reported a 25-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that purge pressure high alarms occurred intermittently with purge system blocked alarms. The cassette was changed recently and the purge bag change to heparin purge temporarily resolved the alarm, but the purge flow did not go higher than 2.8 ml/hr. Alarms returned. The decision was made by the team to switch pump to a different console. After the switch, the pump was restarted, and purge flows and pressure resolved. It was further reported that stopping and restarting the pump is what ended up clearing the issue that was affecting the purge system. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was submitted. The device was not returned for investigation. Data log analysis confirmed a gradual increase in purge pressure and gradual decrease in purge flow. Heparin was not used during this time. While attempting to resolve these issues the purge cassette change took 1:56 and two hours later the new bag spike took 1:36. The most likely cause of the high purge pressure was biomaterial. Impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 3211 was reported in the investigation findings on the previous reported report. This code was incorrect. H.6 has been revised to show code 3221 which should of been on the previous reported report.